Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received nine inappropriate shocks as well as anti-tachycardia pacing (atp) for two episodes of atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) analyzed device episode data and recommended reprogramming and medication. No additional adverse patient effects were reported outside of electric shocks. Currently, this device remains in service.